Manufacturer narrative:
Following was initially reported: ¿this cardiohelp was transported from picu to ot within the same hospital. Firstly, users from picu reported that users from ot said the air bubble detection could not be reset and they had to use the emergency drive. After that, users from ot claimed that there was a touchscreen malfunction so they could not reset the bubble detection. After investigation by engineer, all parts of this cardiohelp, including flow/bubble sensor and touchscreen, worked well and no fault found. Moreover, from the logs attached, it was found that when arterial bubble detected (15:44:08), users just kept locking and unlocking the touchscreen manually and no logs related to reset bubble was found until 15:56:01. The logs "no disposable detected" started from 15:55:36 should be related to the removal of oxygenator from the machine to install it on the emergency drive.¿ according to the logfiles the error messages ¿runaway error¿, ¿pump disposable error¿ and ¿0xd00e device defective¿ occurred. A getinge service technician (fst) was sent for investigation on 2022-07-20 and could not reproduce the reported issues. No parts was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Therefore no exact root cause could be determined in regards to the reported failures. However the logfiles has been analyzed by getinge life-cycle-engineering (lce) and the most probable root cause for the arterial air bubble detection could be determined as that the touch screen has a malfunction and therefore the bubble could not be reseted. User error. Moreover, according to the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The reported failure: touch screen malfunction. According to the risk file v24 (dms# 2021972) following root cause can lead to the reported failure: lost touch calibration. Moreover, the cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (cardiohelp system, chapter 5.6.1 check before every application) the touch screen has to be checked before use. The reported failures: 0xd00e device defective , runaway error and pump disposable error. The analysis of the logfiles of the cardiohelp device were performed by lce with following root cause: these are communication errors that appear when the hls set is disconnected while the cardiohelp pump is running. According to the logfile analysis the disconnection while the pump is running can be confirmed. Moreover, according to the instruction for use (IFU), chapter 9 (messages) the customer should continually check the perfusion on the cardiohelp-I and by monitoring the patient. If necessary the perfusion has to be continued with the emergency drive and the cardiohelp-I has to be replaced as quickly as possible. The cardiohelp-I should taken out of service. According to chapter 5.6.1 "check before every application" the functionallity of the cardiohelp needs to be checked before every use. In the instruction for use (IFU) is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. The cardiohelp emergency drive can be used to manually drive the disposable if the cardiohelp-I should fail. The review of the non-conformities has been performed on 2022-07-26 for the period of 2020-06-25 to 2022-07-19. It does not show any non-conformity in regard to the reported product and reported failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-06-25. Based on the results the reported failure "could not reset bubble alarm and touch not working and no disposable connected, pump disposable error, runaway error/start up, device defective" could be confirmed, but is not related to a device malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).